Event description:
It was reported that the insulin pump alarmed button error. Customer was able to clear it but it occurred again and the buttons are not responding. It was also stated that the numbers on the screen started scrolling when setting up a bolus. Blood glucose value is 14.2 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, battery tube threads and with broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.